Event description:
The customer reported intermittent error codes and loss of x-ray functionality. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an over-the-phone investigation. The customer was guided through adjusting the ps1 to 5.1 vdc. The system was then found to be operating as intended.